Manufacturer narrative:
Manufacturer reference: (B)(4). Lot# unknown as information was not provided, expiration date unknown as lot# is unknown, occupation: unknown as information was not provided, PMA/510k: similar to device under p140016, device manufacture date: unknown as information was not provided, (B)(4). Summary of investigational findings: the available information for this complaint was only the event description as no imaging or lot number was provided. It was therefore not possible to determine the cause of the event. According to the IFU this event is listed as a potential adverse event. Based on the provided information, there is no evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: this (B)(6) female patient in the (B)(6) study had a type iii endoleak noted on the follow-up CT (4 days pp). On (B)(6) 2016, a proximal component and a distal component were implanted without difficulty. No additional procedures or devices were needed. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: (B)(6) 2016 (4 days pp) a type 3 endoleak was noted ¿at the 1/3 distal of the descending aorta¿. No other technical observations/imaging abnormalities observed, including kink, stent fracture, barb separation, and component separation. This finding of a type iii endoleak did not result in a new clinical event or intervention. Patient outcome: no information provided.

Manufacturer narrative:
Manufacturer reference (B)(4). This report was mistakenly submitted and is a duplicate of report under manufacturer report # 3002808486-2016-01176. This report is cancelled and all future information will be handled under 3002808486-2016-01176. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.